Event description:
While using the guide wire to access the right femoral vein the wire sheared off when pulling back through a 19g needle. The retained fragment was lodged in the subcutaneous tissue of the right groin. The retained fragment will be removed during a scheduled repair of a vsd next week. The pt remained in stable condition throughout the procedure. Although surgical intervention was performed it was not done to preclude permanent impairment to a structure or function because the fragment was lodged in subcutaneous tissue, not the vessel. However, this is being filed because if this malfunction were to recur in a vessel it might lead to serious injury.

Manufacturer narrative:
The results of co's analysis determined that there was a loss of guide wire integrity in the area of the shaping ribbon. The shaping ribbon was fractured 9 mm distal to the center solder joint. The proximal core wire was still intact. Scanning electron microscopy revealed that the shaping ribbon had fractured as a result of shear overload which led to a ductile fracture. Quality engineering concluded that the probable cause of the shear overload was a result of pulling the wire back through the needle. Engineering has concluded that no corrective action is warranted at this time. Quality assurance will monitor the device for this type of product issue. Quality assurance considers this MDR closed.